Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one day. The blood glucose level was 391 mg/dl and the patient was treated with manual injection. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008833 have already been previously tested in the 2137218 on 29/apr/2025. Test results: the reference samples were visually inspected and tested for flow and leak all test results were within specifications as per the test report database 2137218 complaint test report. Device history record (DHR) review: packing of quick set. The lot 6008833 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 24/aug/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4h03005 was manufactured according to the wi version 27 assembled in the quickset line, on 24/aug/2024, with a total of (B)(4) units. The lot 4h04617 was manufactured according to the wi version 27 assembled in the quickset line, on 26/aug/2024, with a total of (B)(4) units. Gluing of quick set: the lot 4h03002 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 23/aug/2024, with a total of (B)(4) units. The lot 4h05318 was manufactured according to the wi version 42 in the gluing of quick set machine mp05, on 29/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6008833 and another 1 complaint have been registered in database for the same lot 6008833 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.